Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. The patient was brought into the office and upon evaluation, the shocking lead impedance was consistent at 114 ohms. When the patient moved hiss left arm across his chest the impedance increased to 124 ohms. Since all other lead measurements were stable and within range, the physician opted to continue to monitor via the remote home monitoring system. No adverse patient effects were reported.

Event description:
Additional information was received that another alert was issued by the remote home monitoring system for a high out of range shock impedance measurement. Additional information was sought from the local area sales representative, however, at this time, no additional information was available.

Manufacturer narrative:
Additional information was received stating that this system is continuing to exhibit shock impedance measurements greater than 125 ohms. A repeat echocardiogram will be performed as they believe the patient's ejection fraction (ef) may have improved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating that this system is continuing to exhibit shock impedance measurements greater than 125 ohms. Efforts to obtain additional details were unsuccessful. This investigation will be updated should further information be provided.